Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. Concomitant: dtba1d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the patient received inappropriate shocks from their right ventricular (rv) lead while they were sleeping. There were ventricular events that show noise and with rom (range of motion) the lead pacing impedance was high. A possible lead fracture was suspected. The rv lead was programmed off and the patient was fitted with a life vest until a lead revision procedure can be scheduled. It was later reported that alerts were triggered due to high impedance lead warning and that oversensing and lead fracture were confirmed. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.